Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The article entitled, "incomplete, stable-like, peri-prosthetic vancouver b fracture around an ha-coated stem. Is there a case for strategic thoughtful neglect?" Written by mauro spinaa, andrea scalvib, andrea vacchianoc, andrea sandric, and massimo balsano published by trauma case reports made available online 27 november 2019 was reviewed. The article's purpose was to report on one case of a (B)(6) year old man with a total hip arthroplasty with depuy corail stem and pinnacle cup. Bearing surfaces are not discussed. After 30 days post op, x-ray and CT showed subsidence of the stem in varus and somewhat distally leading to a stable-like fracture with no traumatic events reported by patient. This condition was treated conservatively with non-weightbearing protocol and passive physio-kinesitherapy for 8 weeks and then followed by progressive weight bearing with active physio-kinesitherapy. Follow ups were at 60, 90 and 180 days from fracture and then yearly. At 74 months the fracture was consolidated and stem was stable and patient remains asymptomatic. Article reports no further subsidence and that . Figures 1-3, 7 and 8 provide radiographic and CT images for this case. Figure 4-5 provide photographic images of the patient 74 months post fracture. Depuy products: coral stem, pinnacle cup. Adverse event: initial stem subsidence (radiographic detection and non progressive). Femoral fracture (radiographic detection and conservative treatment).